Event description:
This device was explanted due to eos. Device went from 9 percent battery remaining on (B)(6)2024 to eos on (B)(6)2024. No procedures or MRI scans were reported. No adverse patient events were reported. Should additional information become available, this file will be updated.